Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that for the past month, the customer's blood glucose (bg) level was elevated on the third day of supply change (300 mg/dl). A manual injection was delivered to address bg level. Reportedly, the customer uses humalog insulin in the cartridge. The contact was instructed by tandem technical support on insulin and cartridge labeling. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.